Event description:
The facility's senior product specialist reported to baxter (B)(4) that a solution administration set was leaking due to a missing injection post. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed that the y-connector was not crimped and that the latex was missing. The root cause can be attributed to an operator error during packaging; a non-assembled y-connector was included instead of an assembled one. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.